Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. According to the given clinical data, the high purge pressure returned to normal after tpa was administered. Additionally, psnr was reported on 02/07. On 02/03, the data log shows a gradual rise in purge pressure over 5 hours, followed by a high purge pressure alarm. The high purge pressure gradually returned to normal limits after 10 hours. Furthermore, on the 63th day of pump use, the gradual decrease in placement signal and 5s optical signal values verified the sensor drift pattern, which triggered the loss of placement signal with a psnr 1048 alarm. The cause of the placement signal issue was sensor silicone wear beyond the intended design life of 60 days, based on data log review. The cause of the high purge pressure issue was biomaterial buildup, based on data log review and provided clinical details. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the device exhibited an optical signal issue.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The cause of the high purge pressure issue was biomaterial buildup, based on data log review and provided clinical details. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26385 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient (unknown race) with cardiomyopathy was initially implanted with an impella cp device and subsequently escalated to an impella 5.5 device for continued mechanical circulatory support and bridge to transplant. Approximately two months into support on the impella 5.5, there was high purge pressure. Tissue plasma activator was added to the purge and support continued. Approximately seven days later it was noted that the patient refused heart transplant and further treatment. The patient was removed from heart transplant list and the impella was successfully explanted. The patient survived the explant and was reportedly discharged home.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿